Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified signs of repeated use with nicks and gouges on the hammer part of the slap hammer as well as the main rod. The tension spring has broken which will not allow tension on the claws of the device. Not all pieces of the spring were returned. The device has a possible field age of 8 plus years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the spring of the instrument was damaged/came off. No parts of the instrument remained in the patient. Surgery was delayed 30mins. Due diligence is in progress for this event; to date no further information has been provided.